Event description:
Resident raised up while on trolley and at same time, left hand got strap loose that was around her waist. She then fell head first and hit floor. No strap was used around chest area. Pt suffered head trauma-skull fracture, skin tears across cheek and left hand. Pt died on 11/19/96.